Event description:
It was reported that the battery communication was timeout to base and not responding to base. The task time out. The event occurred during infusion.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed with the event history log. The probable root cause is due to the battery communication.

Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Alarm history was reviewed confirming the customers complaint, functional testing and visual inspection performed during analysis. The battery communication issue could not be duplicated. The base task timeout issue was caused by a faulty radio which was replaced along with a new antenna. The top case and right plunger were damaged and replaced. The pump was recalibrated and tested passing all performance verification testing.